Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the allegations made against it in the field as is met specification.

Manufacturer narrative:
This ICD is expected to be returned back for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing electromagnetic interference on the right atrial and right ventricular channels. No inappropriate therapy was delivered and the patient was not pacemaker dependent. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.